Event description:
It was reported that the insulin pump had a delivery anomaly in which the bolus history showed an unprogrammed bolus in it. The blood glucose reading was 147 mg/dl. The customer stated that she noticed the bolus history had a bolus of 14.9 units of insulin about 30 minutes after she had administered a bolus. She advised that she did not program the bolus shown. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump was monitored, no unexpected bolus delivery noted during testing. Insulin pump functioned properly. Insulin pump received with a minor scratch on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.